Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the emergency room. The patient received inappropriate hv therapy. Post-sensed t wave oversensing on the ventricular lead noted. Device programming changes were recommended.